Event description:
Caller reported a malfunction on pump, which did not lead to blood glucose levels exceeding 500 mg/dl, indicating there was no adverse impact. Technical support provided assistance by giving pump reset information and helping the caller to reset the pump. After resetting, the malfunction did not recur, but cartridge alarm 20 appeared during cartridge reloading, as noted in another case.